Event description:
Reporter indicated that device diagnostic testing (systems diagnostics) at office visit resulted in high load impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out gernerator battery end of life as a likely cause of the hig lead impedance test result. Lead break is was reported in conjunction with the high lead impedance condition.